Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device switched off during examination. This was clarified by philips technical support as no ECG waves were visible while monitoring a patient. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.